Event description:
Revision surgery - the pt had an infection which required the tibial insert be replaced.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was identified as infection. The original surgery occurred on (B)(6) 2012. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was a five minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the 3dknee insert was examined. The product used in the original surgery was processed through an acceptable "advanced" sterrad nx sterilization cycle and was within its respective expiration date at the time of implantation. A review of the device history record, product complaint report database, and sterilization records show that the tibial insert from the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. Due to the short time between the original surgery and the revision surgery it is possible the infection was acquired at the hospital ((B)(6)). It is also possible that the patient was not compliant with post surgical instructions. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.